Manufacturer narrative:
A supplemental report is being submitted for device analysis and investigation completion. Product event summary: the ventricular assist device (vad) and the controller were not returned for evaluation. Review of the vad's manufacturing records confirmed that the associated device met all requirements prior to release. Log file analysis revealed an electrical fault alarm logged on (B)(6) 2021 at 7:11:54 due to an over current condition on the rear stator, resulting in the pump running on a single stator (front stator only). A high watt alarm was subsequently logged at 7:11:55, likely due to the increased power consumption associated with the pump running on a single stator. Additionally, two (2) vad disconnect alarms were logged at 7:16:47 and 07:19:01 indicating physical disconnections of the driveline from the controller, which likely corresponds with the reported controller exchange. Visual inspection of the driveline cable by a clinical engineer revealed evidence of damage to the wire insulation, leading to exposed wires near the driveline exit site. As a result, the reported event was confirmed. Of note, a splice repair could not be performed due to the location of the wire insulation damage. Based on the risk documentation and historical review of similar events, possible root causes of the reported driveline damage event may be attributed to multiple factors including but not limited to normal wear over time and/or improper handling. Based on the available information and review of risk documentation, a possible root cause of the reported electrical fault alarm event can be attributed, but not limited, to a short in the driveline or driveline connector resulting in a loss of electrical continuity. The damage to the wires' insulation may have contributed to the electrical fault event, as the damage may have allowed several wires to come in contact with each other, which would trigger an electrical fa ult due to a short circuit. The most likely root cause of the high watt alarm can be attributed to the increased power consumption required to run on a single stator. Additional products: controller 2.0 con409356 h3: yes h6: img code(s): g04034 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d15 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that approximately three months later, the electrical fault and high watt alarms reoccurred and there is a known driveline fracture so close to the driveline exit site that has not been repaired due to the location of the damage.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding further performance of the device and event details. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that two additional c ontrollers were involved with the event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-jun-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f08, f12, f2303 h6: img code(s): g04035 h6: FDA device code(s): a07 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018 / serial #: (B)(6), UDI #: (B)(4), d9: no h3: no, device evaluation anticipated, but not yet begun h4: mfg date: 30-jun-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f08, f12, f2303 h6: img code(s): g04035 h6: FDA device code(s): a07 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that two additional controllers exhibited electrical fault alarms with above normal vad power consumption at tributed to the driveline damage. The controllers remain in use.

Manufacturer narrative:
### A supplemental report is being submitted for inclusion of this event as being in-scope for field action 3007042319-12-06-2022-005-c. This event was submitted historically and has been deemed in-scope for the field corrective action. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) and one controller (B)(6) were not returned for evaluation. Review of (B)(6) manufacturing records confirmed that the associated device met all requirements prior to release. Log file analysis revealed an electrical fault alarm logged on (B)(6) 2021 at 07:11:54 due to an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front stator only). A high watt alarm was subsequently logged at 07:11:55, likely due to the increased power consumption associated with the pump running on a single stator. Additionally, two (2) vad disconnect alarms were logged on (B)(6) 2021 at 07:16:47 and 07:19:01 indicating physical disconnections of the driveline from the controller. Log file analysis also revealed an electrical fault alarm logged on (B)(6) 2021 at 18:52:18 due to an overcurrent condition on the rear stator, resulting in the pump running on the front stator only, followed by a high watt alarm logged at 18:52:21, likely due to the increased power consumption associated with the pump running on a single stator. Visual inspection of the driveline cable by a clinical engineer revealed evidence of damage to the wire insulation, leading to exposed wires near the driveline exit site. As a result, the reported event was confirmed. Of note, a splice repair could not be performed due to the location of the wire insulation damage. Based on the risk documentation and historical review of similar events, possible root causes of the reported driveline damage event may be attributed to multiple factors including but not limited to normal wear over time and/or improper handling. Based on the available information and review of risk documentation, a possible root cause of the reported electrical fault alarms event can be attributed, but not limited, to a short in the driveline or driveline connector resulting in a loss of electrical continuity. The damage to the wires' insulation may have contributed to the electrical fault event, as the damage may have allowed several wires to come in contact with each other, which would trigger an electrical fault due to a short circuit. The most likely root cause of the high watt alarms can be attributed to the increased power consumption required to run on a single stator. Additional products: d4: serial or lot#: con409356 h3: yes h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information: additional products: from: d1: heartware ventricular assist system ¿ driveline boot cover d4: model #: unknown / catalog #: unknown / expiration date: unknown / lot #: unknown UDI #: unknown d9: no to: d1: heartware ventricular assist system ¿ driveline boot cover d4: model #: 1175- / catalog #: 1175-/ expiration date: / lot #:r019068 d9: yes, return date: 27-sep-2021 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes.medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the ventricular assist device (vad) driveline cable wire insulation was damaged less than two inches from the driveline cable exit site with electrical fault alarms. Driveline cable splice repair servicing was performed. During the servicing procedure, the patient was prepped with epinephrine and dobutamine due to vad stop risk from the wire insulation damage. Prior to cutting the driveline, the vad stopped. The splice repair was completed and the vad successfully restarted upon reconnection. The vad was stopped for approximately thirty seconds. It was also reported that the driveline connector boot cover was stiff and would not fit over the newly spliced connector. The boot cover was replaced.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information indicated that a splice repair was performed and also provided additional event details. Additional products: controller 2.0 (B)(6), h6: imf code(s): f08, f12, f2303 d1: heartware ventricular assist system ¿ driveline boot cover d4: model #: unknown / catalog #: unknown / expiration date: unknown / lot #: unknown, UDI #: unknown, d9: no h4: mfg date: unknown, h5: no, h6: patient ime code(s): e2403, h6: imf code(s): f08, f12, f2303, h6: img code(s): g04037, h6: FDA device code(s): a150207, h6: FDA results code(s): c21, h6: FDA conclusion code(s): d16. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: a segment of the driveline cable associated with (B)(6) and the boot cover (lot r019068) were returned for evaluation. The three controllers (B)(6) were not returned for evaluation. A review of the driveline cover's inspection documentation and the pump's manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the controller log files associated with con409356 revealed an electrical fault alarm logged on 31-mar-2021 at 07:11:54 due to an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front stator only). A high watt alarm was subsequently logged at 07:11:55, likely due to the increased power consumption associated with the pump running on a single stator. Additionally, two vad disconnect alarms were logged on 31-mar-2021 at 07:16:47 and 07:19:01 indicating physical disconnections of the driveline from the controller. Log file analysis also revealed an electrical fault alarm logged on con411867 on 07-jul-2021 at 18:52:18 due to an overcurrent condition on the rear stator, resulting in the pump running on the front stator only, followed by a high watt alarm logged at 18:52:21, likely due to the increased power consumption associated with the pump running on a single stator. Log file analysis also revealed several vad disconnect alarms, high watt alarms, and electrical fault alarms recorded on con409356 between 14-sep-2021 and 21-sep-2021. The one high watt alarm was logged on 14-sep-2021 at 20:01:53. The two electrical fault alarms were logged on 14-sep-2021 at 20:01:57 and on 16-sep-2021 at 09:16:09 due to an overcurrent condition on the rear stator. A vad stopped alarm was logged on 21-sep-2021 at 08:24:22, indicating that the motor stators failed, followed by another electrical fault alarm at 08:24:25 due to the rear stator not being connected. There were two electrical fault alarms were logged on 21-sep-2021 at 08:25:09 and 08:25:29 due to open phases on the rear stator and two electrical fault alarms were logged at 08:32:34 and 08:32:42 due to open phases on the front stator. There were five vad disconnect alarms were logged since 14-sep-2021, indicating physical disconnections of the driveline from the controller. Single stator operation likely led to the observed high watt alarms and above normal power consumption due to the increased power consumption associated with the pump running on a single stator. Log files from con306442 and con306468 were not available for analysis. Visual inspection of the returned segment of the driveline cable revealed yellowing and a break in the outer sheath, as well as damage to the strain relief. No exposed wires were observed within the returned segment of the driveline cable. Visual inspection of the driveline cable by a clinical engineer and visual evidence provided revealed damage to the wire insulation, leading to exposed wires near the driveline exit site. Functional testing of the driveline segment revealed that the driveline passed the continuity test and locking mechanism test. Visual inspection of the returned driveline boot cover revealed slight discoloration around the edges and foreign material within the device. Functional testing using a sample driveline connector revealed that the driveline cover's axial retrieval force exceeded the current system requirement, indicating that the driveline cover was more difficult to remove. Dimensional verification revealed that the driveline cover¿s inner diameter was found to be below specification. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. As a result, the reported event was confirmed. A driveline splice procedure was performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the driveline outer sheath break and yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the outer sheath damage likely left the driveline cables exposed, thus allowing the wires' insulation to be damaged. Subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit and the vad stopped alarm due to the stators failing. Based on the available information, a possible root cause of the reported electrical fault alarms due to open phases can be attributed, but not limited, to a marginal connection between the driveline and the controller, likely during the splice repair procedure. The most likely root cause of the high watt alarms and above normal power consumption can be attributed to the increased power consumption required to run on a single stator. The most likely root cause of the driveline strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Additional products: d4: lot#: r019068 d10: yes, return date: 27-sep-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01,b14, b15 h6: FDA results code(s): c06, c07 h6: FDA conclusion code(s): d1501 d4: serial #: con306442 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6). H6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: 694765 lead, implanted: (B)(6) 2008, additional products: brand name: heartware ventricular assist system, controller 2.0, model #: 1420 / catalog #: 1420 / expiration date: 31-dec-2020/ serial #: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun, device mfg date: 11-dec2019, labeled for single use: no, (B)(4). If additional information is received, the event will be updated and a supplemental report will be sent. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited an electrical fault alarm and a high watt alarm. The patient exchanged the controller at home, and the motors restarted. There was visible driveline sheath damage in several places. Engineering virtually performed trouble shooting for the driveline with the patient and hospital contacts. Rescue tape was applied to the driveline. The driveline remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: a segment of the driveline cable associated with (B)(6) and the boot cover (lot r019068) were returned for evaluation. Three (3) controllers ((B)(6)) were not returned for evaluation. A review of the driveline cover's inspection documentation and the pump's manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the controller log files associated with (B)(6) revealed an electrical fault alarm logged on (B)(6) 2021 at 07:11:54 due to an overcurrent condition on the rear stator, resulting in the pump running on a single stator (front stator only). A high watt alarm was subsequently logged at 07:11:55, likely due to the increased power consumption associated with the pump running on a single stator. Additionally, two (2) vad disconnect alarms were logged on (B)(6) 2021 at 07:16:47 and 07:19:01 indicating physical disconnections of the driveline from the controller. Log file analysis also revealed an electrical fault alarm logged on (B)(6) on (B)(6) 2021 at 18:52:18 due to an overcurrent condition on the rear stator, resulting in the pump running on the front stator only, followed by a high watt alarm logged at 18:52:21, likely due to the increased power consumption associated with the pump running on a single stator. Log file analysis also revealed several vad disconnect alarms, high watt alarms, and electrical fault alarms recorded on (B)(6) between (B)(6) 2021. One (1) high watt alarm was logged on (B)(6) 2021 at 20:01:53. Two (2) electrical fault alarms were logged on (B)(6) 2021 at 20:01:57 and on (B)(6) 2021 at 09:16:09 due to an overcurrent condition on the rear stator. A vad stopped alarm was logged on (B)(6) 2021 at 08:24:22, indicating that the motor stators failed, followed by another electrical fault alarm at 08:24:25 due to the rear stator not being connected. Two (2) electrical fault alarms were logged on (B)(6) 2021 at 08:25:09 and 08:25:29 due to open phases on the rear stator and two (2) electrical fault alarms were logged at 08:32:34 and 08:32:42 due to open phases on the front stator. Five (5) vad disconnect alarms were logged since (B)(6) 2021, indicating physical disconnections of the driveline from the controller. Single stator operation likely led to the observed high watt alarms and above normal power consumption due to the increased power consumption associated with the pump running on a single stator. Log files from (B)(6) were not available for analysis. Visual inspection of the returned segment of the driveline cable revealed yellowing, a break in the outer sheath, damage to the strain relief and inner lumen, and evidence of a self repair. No exposed wires were observed within the returned segment of the driveline cable. Visual inspection of the driveline cable by a clinical engineer and visual evidence provided revealed damage to the wire insulation, leading to exposed wires near the driveline exit site. Functional testing of the driveline segment revealed that the driveline passed the continuity test and locking mechanism test. Visual inspection of the returned driveline boot cover revealed slight discoloration around the edges and foreign material within the device. Functional testing using a sample driveline connector revealed that the driveline cover's axial retrieval force exceeded the current system requirement, indicating that the driveline cover was more difficult to remove. Dimensional verification revealed that the driveline cover¿s inner diameter was found to be below specification. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. As a result, the reported event was confirmed. A driveline splice procedure was performed to mitigate the reported conditions. Based on historical review of similar events, the most likely root cause of the driveline outer sheath break and yellowing may be attributed to multiple factors including design issues and/or exposure to uv light. Based on the available information, the outer sheath damage likely left the driveline cables exposed, thus allowing the wires' insulation to be damaged. Subsequently, when the wires were left exposed, several wires may have come in contact with each other, which would trigger electrical faults due to a short circuit and the vad stopped alarm due to the stators failing. Based on the available information, a possible root cause of the reported electrical fault alarms due to open phases can be attributed, but not limited, to a marginal connection between the driveline and the controller, likely during the splice repair procedure. The most likely root cause of the high watt alarms and above normal power consumption can be attributed to the increased power consumption required to run on a single stator. The most likely root cause of the driveline strain relief damage may be attributed to factors such as normal wear over time and/or the handling of the device. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported difficulty removing the driveline cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.